Event description:
It was reported that during a fleet assessment in bmt treatment center, three pcu devices were found with damaged / corroded / contaminated iui connector. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility